Event description:
It was reported to philips that the therapy knob does not turn on device right away. The customer has to turn the knob a few times before the device will come on. There was no reported patient or user involvement and no adverse patient/user impact.